Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), ubd: UDI#: h3. Analysis of wireless recharger product ID wr9200 (serial/lot #: (B)(6)) revealed led's scroll continuously. Device is unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's representative regarding an external device. The reason for call was caller reported that the battery bars on the recharger are scrolling up and down. Agent had caller hold down power button for 45 seconds to stop the scrolling battery bars. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. The patient mentioned unrelated medical history. This included caller mentioned that the patient is having trouble charging their right implanted neurostimulator. Agent reviewed that patient should only have one device on at a time. Pss had the caller using the second wr to charge the right-side implant. The caller confirmed that they were able to start a charging session and connect to the handset. The caller confirmed that the ins is at (B)(4) and therapy is on. No symptoms reported. Pss received call from patient rep in regard to receiving the replacement wr. The caller stated that they are unable to connect the replacement wr to the recharger application. Pss walked the caller through the pairing steps, but the caller was seeing a " not found message". Pss had the caller reset the wr off the docking station and attempt to connect to the ins and handset. The caller went through the pairing process again and confirmed that they were able connect to the recharger application. The caller stated that the ins was at 100%. The caller then attempted to use the second wr and the caller stated that they did not have to go through the pairing process again and were able to connect to the recharger application. The troubleshooting steps that were taken resolved the issue.